Manufacturer narrative:
This supplemental report is being submitted to provide a correction and results of the final investigation. The initial emdr was sent in error as broken crystals would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection. A root cause for the reported event could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was component failure indicating expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasound gastrovideoscope exhibited broken probe crystals. The issue occurred during an unspecified procedure. There were no reports of patient harm.